Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that nine days post implant, the right atrial lead had high threshold. The high threshold was confirmed during an office visit more than two weeks later. The lead was repositioned and remains in use. During the revision procedure, the device atrial set screw/grommet connection was noted to be compromised. The device was explanted and replaced. No patient complications have been reported as a result of this event.